Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose was unknown at time of incident. The customer¿s current blood glucose was 244 mg/dl. Customer treated with manual injections for high blood glucose. While reporting high blood glucose customer stated his wife was hospitalized due to low blood glucose. The customer¿s blood glucose was 21 at time of incident. The customer¿s current blood glucose was 244 mg/dl. Customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.